Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in forearm shunt. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 10 seconds and was removed without any problem. The procedure was completed with another of the same device. There were no patient complications reported.